Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that for quite a while now, since probably a month ago, their implant had not been working. The patient stated that their nurse, had tested all of the "stations" on the implant and they were not working so the patient was told by the hospital and their nurse that they would need to have a new implant and that they needed to get on the list for surgery. The patient's nurse told them the rep had told them they'd made an appointment with the patient for (B)(6) 2025. However the patient had never been told about this so they never showed up. The patient said their nurse had been on jury duty and hadn't been able to communicate with the patient in the last few weeks and when the nurse most recently spoke with the patient, the nurse told the patient that the rep told them they would be calling the patient today (B)(6) 2025 and coming to the patient's house to check the implant. The patient said they hadn't heard anything from anyone and felt like they were getting the run around. The patient said they didn't understand why the implant needed to be checked when it was already determined to not be working and they needed to get on the surgery schedule asap to get a new implant because they needed the therapy. Patient services reviewed ins battery longevity considerations with the patient and mentioned that the ins battery had reached the five year mark since implant as of (B)(6) 2025 however the patient did not give further information on the status of the ins battery status or what exactly the issue was with the implanted system that wasn't working. Patient services reviewed the role of the manufacturing representative (rep) with the patient and redirected the patient to follow up with their managing health care provider about the issue but advised the patient they would reach out to the field in their managing healthcare provider's (hcp's) territory to alert them of the situation. The rep indicated that they reached out to the patient. On (B)(6) 2025 additional information was received from a healthcare professional (hcp). The hcp reported that when asked about what the patient meant by ¿their implant had not been working. The patient stated that their nurse, had tested all of the "stations" on the implant and they were not working.¿ they indicated that the tested 6 programs and there was some sort of malfunction, but no clarification as to what the malfunction was. This was at their appointment on (B)(6) 2025. They were able to confirm the manufacturing representative (rep) was not at the appointment. The patient had a telehealth phone call in 1 week on (B)(6) 2025 and the rep indicated they would be there. When asked if it was noted what day the rep indicated to them that they would be on the call, it was not known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.